Event description:
The complaint alleged that during initial testing of the device, the device failed to turn on in both a/c or d/c power. The complainant indicated that there was no patient involvement in the reported malfunction.